Event description:
Philips received a complaint on an mx40 1.4 ghz smart hopping indicating that at the bench the device displayed a speaker malfunction error and there was no sound. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed at the philips authorized repair facility. The results of the analysis indicate there was no beep or sound during testing. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing the speaker and the product was returned to the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.